Event description:
It was reported that the device was being used in a molar extraction when it overheated causing a burn to the pt's lip. The procedure was completed using the same device, and the pt was referred to a local burn facility. No other pt or user injuries or adverse consequences were reported.

Manufacturer narrative:
During the visual examination, the device was found to have shattered and corroded bearings.